Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the trocar assembly revealed that the obturator head was received in two pieces. No weld or material transfer was noted on the components. The condition of the device precluded functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However an assembly error was identified during product analysis. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the device packaging was opened, it was noted that the blue part of the obturator was damaged. The UDI is not available. The event occurred prior to the procedure. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.